Event description:
The patient was revised due to metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised due to metallosis. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other reports against the metal liner product and lot code combination and no other reports against the femoral head since their release to distribution. Per procedure, these product codes are exempt from DHR review. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.